Manufacturer narrative:
Multiple attempts to customer have been made with no customer response. If the customer reports further info, the complaint record will be re-opened.

Event description:
The customer reported that an 840 ventilator stopped cycling. Pt involvement is unk. Covidien tech support engineering (tse) troubleshot this issue with customer over the phone and suggested to swap the psols, inspiratory pcb and q3 flow sensor to isolate the problem. Covidien was not authorized to service the device.